Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. This is a bilateral pt. Right hip case is reported under (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a durom us acetabular component on the left side (B)(6) 2008. Revision surgery is planned due to pain and elevated metal ions. It was stated that the pt had a bilateral total hip antroplasty.